Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer refilled and loaded new cartridge, and replaced supplies as necessary then resumed insulin therapy.